Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the noise on the right atrial lead was causing inappropriate automatic mode switch episodes. Programming changes were suggested, but the physician elected to continue to monitor the patient. The patient was in stable condition.